Manufacturer narrative:
Complaint confirmed. The explanted glenosphere was found to meet specifications. The event was most likely caused by the inserter tip fragment lodged in the glenosphere threaded hole and may have prevented the glenosphere locking screw insertion per surgery technique.

Event description:
It was reported five days after an initial left revers tsa procedure, a revision procedure took place which included the removal of the ar-9564-2436-lat glenosphere (lot: 18.00691). The original procedure took place on (B)(6) 2019. During the initial procedure the tip of the ar-9624, glenosphere inserter broke off in the glenosphere and was left implanted in the patient (case 19935-1). The explanted ar-9564-2436-lat has been returned to arthrex along with the broken tip of the ar-9624 that was located inside of it. Additional information has been requested. Additional information received on 06/03/2019: the rep stated the reason for the revision surgery was due to the patient having a dislocated and disassociated glenoshphere which was confirmed with an in-clinic x-ray. The ar-9564-2436-lat (lot: 18.00691) was removed during the revision and replaced with the exact same part and lot number. Additional information has been requested. Additional information received on 06/04/2019: the rep confirmed the dislocation was discovered during the patients follow-up appointment that occurred on (B)(6) 2019. The revision procedure was not a planned revision, and took place on (B)(6) 2019 due to component disassociation. The rep confirmed the revision procedure was completed without incident. There was no trauma noted by the patient. See copies of x-rays taken during the follow-up appointment.